Event description:
Complainant alleged that the clinicians were preparing a surgery pt (age and gender unknown) for possible required defibrillation during the surgical procedure. The front pad was placed on the pt's side, away from where the incision would be located. The pt was then brought into surgery, and the clinicians observed that the front pad was loose and falling off the pt. The complainant also indicated that loose pads on pts have been an ongoing problem at this facility. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the used electrodes would not be returned to zoll for eval, as they were inadvertently discarded subsequent to the event.